Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were satisfactory on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced the reagent pump (rp2) seals due to splatter on splash guard. The cse replaced the sampling pump (sp) and dilution pump aspiration (dip) pump seals and decontaminated the system. The cse ran qc, resulting within specifications. The cause of the discordant, falsely elevated cre result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated creatinine (cre) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cre result.